Event description:
Boston scientific received information that the patient with this device was experiencing ventricular tachycardia (vt) episodes and was subsequently hospitalized. The device was then interrogated and a review of an electrogram (egm) found the device had undersensed the patient for an unknown duration. The patient had to be externally shocked to revert to their own intrinsic rhythm. The device was then reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device remains in service has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.